Event description:
It was later reported that the patient recovered without any issues.

Event description:
It was reported that the patient experienced a partial lung collapse shortly following surgery. It was unknown when the event occurred. The catheter was reported to have been at the high thoracic placement, but it was not thought that the catheter location caused the issued because lung nerves associated with cervical nerves. The patient experienced symptoms associated with lung collapse; however, these symptoms were not provided. Patient required hospitalization, medical intervention and the pump was reprogrammed. Patient outcome was unknown. The device system was used to deliver lioresal (baclofen). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).